Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.